Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. Cause of low bg was unknown. The customer reported that the passed out because of the low bg level and received third party assistance from paramedics, but the customer did not provide how the paramedics addressed the low bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.